Event description:
It was reported that the patient had high impedances on both leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5153873.